Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical prcedure. The lead was otherwise normal.

Event description:
It was reported that high hv lead impedance was observed. Suspected insulation anomaly was noted after the lead was explanted.